Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicap transfer sets had the twist clamp (light blue main body) cracked. This was noticed during use of the devices for peritoneal dialysis therapy. There was no patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, three (3) photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that the light blue main body of the transfer sets was cracked. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.